Event description:
A baxter engineer inspected a pump at the customer's site and found failure code 812:02 in the pump's event history. It is unknown when this failure code occurred. There was no patient injury or medical intervention necessary according to the hospital representative.